Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
MFR related reports: 1627487-2019-13218, 1627487-2019-13219, 1627487-2019-13220 and 1627487-2019-13221. It was reported the dbs system was not providing adequate therapeutic relief for the patient. The physician suspected the placement of the lead attributed to ineffective stimulation for the patient. Consequently, the physician initially replaced the patient's right side lead and extension. A week later on (B)(6) 2019 the physician replaced the patient dbs ipg. The physician also removed the patient's left side lead and extension.